Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the event and the device involved. However, no further information has been received to date. As the device was not returned and the serial number was not provided, no further investigation is possible at this time. Based on the available information, it is not possible to draw a definitive conclusion on the reported event. However, given that m.chimera was identified in the cultures in (B)(6) 2016, and the echo did not show any device malfunctions at that time, a possible root cause for the reported event can be reasonably attributed to the patient's clinical history (mycobacterium chimaera infection). It should be noted that endocarditis is listed as a possible adverse event in the perceval valve IFU. As such, the event is a known inherent risk of the device. Should further information be received in the future, the manufacturer will provide an update to this reporting activity.

Event description:
The manufacturer received information on this event through the publication "mycobacterium chimaera. A lethal enemy of cardiac surgery" by ferrer et al. Based on the information reported on the paper, due to symptomatic severe aortic stenosis and significant disease of the left anterior descending (lad) coronary artery, a patient underwent aortic valve replacement with a perceval s bioprosthesis and left internal mammary artery to lad coronary bypass graft in (B)(6) 2016. Ten days after surgery, a ddd pacemaker was implanted due to complete atrioventricular block (reported separately under ref (B)(4)). In (B)(6) 2016, the patient was hospitalized for prolonged fever with shivering, headache and abdominal discomfort. A transthoracic (tte) and transesophageal (tee) echocardiogram showed a normally functioning aortic bioprosthesis without images of vegetations or periannular complications. Two weeks later, m. Chimaera was identified in urine, sputum and blood cultures. The patient was discharged home with the diagnosis of disseminated disease and ie due to m. Chimaera. In (B)(6) 2017, the patient was re-hospitalized because of febrile syndrome and dissociated cholestasis. A tee showed an heterogenous image at the posterior annulus in continuity with anterior mitral valve leaflet, compatible with periaortic abscess. A new fdg pet/CT scan was performed and confirmed morphologic and metabolic progression with respect to the previous study, without evidence of pacemaker infection. Decision for surgical re-intervention was made. Aortic bioprosthesis and pacemaker were both removed and a new perceval valve and an epicardial electrocatheter were implanted. The paper reports that ultimately the patient passed away (not related to the perceval valve implanted).

Manufacturer narrative:
Unknown device dispostion.

Event description:
The manufacturer received information on this event through the publication ''mycobacterium chimaera. A lethal enemy of cardiac surgery'' by ferrer et al. Based on the information reported on the paper, due to symptomatic severe aortic stenosis and significant disease of the left anterior descending (lad) coronary artery, a patient underwent aortic valve replacement with a perceval s bioprosthesis and left internal mammary artery to lad coronary bypass graft in july 2016. Ten days after surgery, a ddd pacemaker was implanted due to complete atrioventricular block. In december 2016, the patient was hospitalized for prolonged fever with shivering, headache and abdominal discomfort. A transthoracic (tte) and transesophageal (tee) echocardiogram showed a normally functioning aortic bioprosthesis without images of vegetations or periannular complications. In july 2017, the patient was re-hospitalized because of febrile syndrome and dissociated cholestasis. A tee showed an heterogenous image at the posterior annulus in continuity with anterior mitral valve leaflet, compatible with periaortic abscess. A new fdg pet/CT scan was performed and confirmed morphologic and metabolic progression with respect to the previous study, without evidence of pacemaker infection. Decision for surgical re-intervention was made. Aortic bioprosthesis and pacemaker were both removed and a new perceval valve and an epicardial electrocatheter were implanted. The paper reports that ultimately the patient passed away (not related to the perceval valve implanted).